Event description:
Product distributor is (B)(4) informed the MFR that the local police were investigating a pt death that occurred. The pt was under care of the user facility and it is alleged that the pt's tracheostomy tube became plugged with mucus. No further info has been forthcoming from user facility or police. Currently, there is no indication that a product problem caused or contributed to the incident.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.